Event description:
It was reported that the patient acquired an unknown infection. The implantable neurostimulator (ins) and the lead were explanted. Culture was taken from the device pocket and blood. Antibiotic treatment was noted to be necessary. The patient had received less than 50% therapy relief. The location of the issue was noted to be at the lead. Therapy was noticed to no longer work for her shortly after her replacement. The patient was noted to be alive with no injury. Follow-up determined that the ins and lead would be returned. No other information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found that the ins was functionally okay. Analysis of the lead (model number: 3889-28) found that the lead conductor was crushed.

Manufacturer narrative:
Product ID 3889-28, lot# va0r4uq, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.